Event description:
C5/6 medial corpectomy with placement of fibulous strut grafts in c4/7 & anterior plating 1993, good results but some "clicking" & pain in area of upper cervical spine. On 9/93 routine plain x-rays showed shearing of two screws entering dural body of c4 with plate subluxed superiorly and anteriorly slightly. By 12/93 plate had subluxed more anteriorly & was striking c3 cervical spine anteriorly with forward flexion, possibly causing difficulty swallowing. Plate electively removed.